Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The suspect device has been returned to carefusion's factory service department and further evaluation is currently pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, the leak percentage fluctuates despire the circuit not having a leak. The customer was using an infant circuit when the error first appeared. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire factory service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The investigation was reviewed by the failure analysis department and agreed with the factory service department's conclusions. The device operated as intended and no failures were detected.